Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump battery. Customer's blood glucose level was 208 mg/dl. Tandem technical support (cts) replaced tandem charging cable and wall adapter. Multiple attempts were made by cts to determine if replacement supplies resolved the issue; however, no additional information regarding this event was provided.